Manufacturer narrative:
Upon receipt of additional information, it was identified that the device did not cause or contribute to the reported event and is no longer considered to be reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the femoral component to address unknown complications post-operatively. Attempts have been made, however, no additional information is available.